Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had a jump in shock impedances greater than 125 ohms for a period of a few weeks. This rise in impedances coincided with a change in medication. Technical services discussed to try high output pacing for approximately 10 minutes to see if the impedance goes down, as this would then show that the actual impedance would be fine on a high energy shock. The system remains in-service. No adverse patient effects were reported.